Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that this pt was seen in the clinic for a routine subcutaneous implantable cardioverter defibrillator (s-ICD) follow up appointment. There was a non-treated episode with t-wave oversensing observed, but the device did start to charge for shock therapy. The pt was programmed to alternate sensing configuration. Upon performing an automatic optimization, the secondary sensing vector was chosen. The physician elected to keep the device programmed to secondary and will continue to monitor. It was noted that previously at implant, secondary was selected, then the next day upon automatic optimization, the vector changed to alternate. Episodes from (B)(6) 2014 were sent in for boston scientific technical services (ts) to review. Ts noted that what appeared to be a very side complex tachycardia that initially showed double detection algorithms filtering and preventing some oversensing and then the device would oversense the wide complex ars and shock the pt, which did slow the rate and morphology then changed to resemble the captured s-ECG. No additional issues have been reported.